Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that approximately two weeks post implant, the patient with this right ventricular (rv) lead presented with chest pain at which time an echocardiograph confirmed a cardiac perforation. A notable decrease in r waves, paralleled with an increase in rv thresholds, were also observed which then prompted the lead revision following a pericardiocentesis. A new lead of same model type was attempted to be implanted however failed to demonstrate favorable measurements, at which time a passive fixation lead was implanted. The post implant measurements were acceptable and the patient discharged two days later. No return of product is expected.